Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and could not duplicate the reported issue. Physio completed unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio replaced the customers batteries. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off when conducting cardiac monitoring of a patient. A backup device was available for use with minimal delay. There were no adverse effects to the patient due to the reported issue.